Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured at rbp (rated burst pressure) during the third inflation within an in-stent restenosis in the subclavian vein. It was further reported that during retraction through a 7 fr sheath, the balloon allegedly detached from the catheter. Reportedly, the physician removed the balloon catheter and 7 fr sheath, replaced the sheath with an 8 fr sheath, and allegedly retrieved the detached balloon segment with a snare device. There was no reported elongation or foreshortening of the stent. There was no reported patient injury. Reportedly, no further treatment was provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is unknown. However, a manufacturing review was conducted for the lot number that was initially reported by the user facility, lot #93ez0155. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The balloon size was printed on the balloon hub of the catheter identified the returned sample as a 12mm x 4cm balloon. The balloon catheter was returned in two segments, as a complete circumferential balloon rupture and inner catheter break were observed. The detached portion of the device contained a portion of the balloon and the distal tip. The detached balloon segment was bunched and attached to a looped guidewire. The remaining balloon and polyimide was attached to the outer shaft with the hub. Stretching was observed to the inner polyimide and the edges of the catheter were jagged at the point of detachment. The marker bands were both present on the inner polyimide. Functional/performance evaluation: the detached balloon segment was removed from the looped guidewire. The balloon segment was straightened out and measured approximately 2.5cm in length from the point of detachment to the distal tip. The distance between the marker bands was measured to be 4.0cm. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based on the sample condition, the investigation is confirmed for balloon detachment, complete circumferential rupture, and retraction problems. The investigation is inconclusive for a device markings issue, as the product labeling was not returned and a measurement of the inflated balloon diameter could not be obtained due to the detachment. The root cause for the balloon rupture and detachment is unknown. It is likely that the customer facility reported incorrect product information, as the lot number initially reported (lot number 93ez0155) does not belong to the catalog number that was initially reported (catalog number va80124). Lot number 93ez0155 belongs to catalog number va8084r. Additionally, a sales report showed no records that the facility purchased catheters from lot number 93ez0155. The product catalog numbers manufactured just before and after lot number 93ez0155 were a 7mm x 4cm balloon and a 8mm x 4cm balloon. Therefore, it is unlikely there was a mix-up during manufacturing where a 12mm x 4cm vaccess catheter was packaged inside a pouch for a 8mm x 4cm catheter. It is possible there was a mix-up at the customer facility, as the sales report showed the customer facility orders both 12mm x 4cm and 8mm x 4cm vaccess catheters. Based upon the available information, the definitive root cause is unknown. Labeling review: the current vaccess pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.